Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it remains implanted in the patient. If additional information pertinent to the incident is obtained, a follow-up report will be submitted. Device remains implanted in the patient.

Event description:
It was reported the patient had an initial procedure with a bifurcated stent. On (B)(6) 2017 the physician elected to implant an ovation device to repair an unknown issue. The current patient status and event details were not reported to endologix.